Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was being replaced due to recommended replacement time (rrt) being triggered. When the ipg was being replaced, the right atrial (ra) lead was cut. The physician attempted to replace the ra lead but was unable to as the vein was occluded. The ra lead was capped. No further patient complications have been reported as a result of this event.